Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 123 mmol/l. The physician questioned the low result, and the sample was repeated. The repeated result was 130 mmol/l. The repeated result was obtained on another module and was believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc were acceptable. The field service representative replaced seals, the vacuum and sipper nozzles, and the sample probe. He found the slider on the ise (ion-selective electrode) sample mechanism was worn. He replaced the slider and sensor, performed air purges, an ise system wash, reagent primes, mechanism checks, and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined that the service actions resolved the issue.